Event description:
Patient was revised to address pain, osteolysis and acetabular cup loosening.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(6) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 litigation papers received. Doi provided, invoice located with lot numbers. Litigation alleges discomfort and elevated metal ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2014 - medical records received. Patient was revised to address synovitis, cloudy joint fluid, and ion levels of 16.3-chromium and 12.1- cobalt. Upon revision, surgeon noted that the cup was well fixed. The information received does not change the MDR decision. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.